Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: a review of the pump black box showed no unexplained pump reboots. A visual inspection of the pump revealed corrosion observed in the battery compartment. A leak test revealed leaks in the battery compartment. The pump was powered on however, further testing was prevented due to an unrelated recurring alarm. The pump¿s cover was opened and moisture damage was observed on the printed circuit board. The complaint of a power issue was not duplicated during investigation. Moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.